Manufacturer narrative:
Correction to complaint summary and initial reporter. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, remaining under 125 ohms. Ts discussed troubleshooting options with the health care professional (hcp). The hcp would continue to monitor. Additional information was received that upon review of boston scientific latitude remote monitoring system stored data; we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, remaining under 125 ohms. Ts discussed troubleshooting options with the health care professional (hcp). The hcp would continue to monitor. Additional information was received that the shock impedances eventually went high out of range. No adverse patient effects were reported.